Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, it was noted that the lead exhibited high capture threshold after the lead was implanted into the atrium. The lead was explanted, and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
Additional information - the reported event of ¿the lead could be implanted into the atrium, but the tested threshold was too high to accept¿ was not confirmed. A partial lead with only the distal portion of the lead measuring 45.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.